Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that "at least 2" bd posiflush¿ normal saline syringe(s) had broken flanges. There was no report of exposure, injury or medical intervention.

Manufacturer narrative:
Investigation summary: two (2) samples were received for evaluation by one of our quality engineers. Both have the sealed packaging flow wrap, the plunger rod- rubber stopper, the tip cap, and the saline solution. The barrel label confirms the lot#7208538. All have the barrel flange damaged therefore failure mode is verified. A device history review was completed and there was no documentation of issues for the complaint of batch 7208538 during this production run. There were no quality notifications issued during the production of this batch listed in the complaint. All inspections were accepted during the production of this batch. While root cause could not be determined definitively, it is possible that the plunger rod labeler experienced a variation. This would have been adjusted and verified. Additionally, a CAPA (corrective action preventive action) has been opened to further investigate this issue.